Manufacturer narrative:
The patient had initially reported good therapy from the nalu system and later reported inadequate pain relief. Imaging was performed and showed no evidence of any component movement, with implanted components remaining in their original implant location. While performing multiple re-programming sessions with the patient, there are no reports of any concers with the function of the nalu system or any of it's components. The patient reports no new falls or injuries, however an unrelated hip surgery was performed after implanting the nalu system and it is unclear how this procedure may have affected the patient's pain symptoms and if there was any affect to the nalu system or any of its components. The explanted ipg was not released by the medical facility and thus is unavailable for any further testing by the firm.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat back pain. Several months after activating the system the patient reported discomfort from overstimulation. The patient was seen multiple times for reprogramming over the subsequent year, however the patient continued to express dissatisfaction with therapy. On (B)(6) 2026 a system explant was attempted at the request of the patient. During the procedure the physician found that both leads had significant scarring and were unable to be removed despite hydrodisection being used to loosen the components. Both leads fractured and were thus left in place with instructions for the patient to seek surgical consult if they wish to remove the lead fragment in the future. The implantable pulse generator (ipg) was successfully removed.